Event description:
Additional information was received as follows: the physician stated the bowel twisting was not related to the device or procedure, it was due to the twisting of bowel in the area of the anastomosis which caused the bowel to infarct.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aorto-uni-iliac stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had heavy calcium at the level of the renal arteries. It was reported that one day post index procedure the patient had bloody stools. The physician elected to remove the transverse colon. Per the physician the cause of the event was likely due to an embolization that occurred from the index procedure. It was also reported that the patient expired due to a bowel infarct. The bowel had twisted 180 degrees and was the cause of the infarct. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.